Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 / sc-2366-50, serial #: (B)(4), description: linear st lead, 50cm / linear 3-6 lead, 50cm model #: sc-4316 serial / lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg was exposed and the pocket site was dirty. The patient underwent an explant procedure.